Event description:
The customer reported the loss of cine/vascular imaging modes. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk drive was replaced and system software and calibrations were reloaded. The system was tested and found to be working as intended and returned to service.